Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip from a hemopro kit broke in the patient's leg. The piece was retrieved using the c-ring. It is unknown how the procedure was completed. The hospital did not report any patient complications. The product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on 01/13/2010. Quality will evaluate the device and perform investigation. A supplemental report will be submitted when the investigation has been completed. Note - the hospital reported a lot number (9060871) that does not exist for the reported device. Therefore, there is no information for the expiration and production dates.